Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. The device and battery behavior match that of trended units that reach eri/eol prematurely due to a higher than expected cell impedance increase.

Event description:
Boston scientific received information that the patient with this device reported their device beeping. During a follow up visit, interrogation revealed elective replacement indicator (eri) had been reached earlier than expected. A replacement procedure is intended. Upon removal, the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
When the device has been removed and received at the post market quality assurance laboratory, analysis will be provided and this event will be updated.